Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the extension tubing was confirmed, but the exact cause could not be determined from the video that was returned for evaluation. In the video a syringe attached to a luer adaptor and extension tubing can be seen. The brown clamp is also shown and appears to be closed over the infusion set tubing. At the joint of the luer adaptor and the extension tubing, the tubing is bent about 15 degrees to the left. When the syringe is used to infuse fluid into the device, a leak be seen on the extension tubing to the right where the tubing is bent and connected to the luer adaptor. Based on the description of the reported event, and the returned video, possible contributing factors include over-pressurization and material fatigue, however the exact cause is unknown. Since the video demonstrates a leak in the extension tubing, the complaint was confirmed, but there was insufficient evidence to point to a specific root cause. A lot history review (lhr) of reez1156 showed no other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "outpatient comes in to have her dual port-a-cath needles changed weekly. She uses one huber needle brought from home. The other is from our facility supply. The patient had to return sooner because the tubing connected to the huber needle got a hole in it mid week. She returned in the middle of the night 7/4/21 " additional info. Received 07/19/2021: "we change her huber needle to her dual port and draw labs weekly. She administers her own medications/tpn at home."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "outpatient comes in to have her dual port-a-cath needles changed weekly. She uses one huber needle brought from home. The other is from our facility supply. The patient had to return sooner because the tubing connected to the huber needle got a hole in it mid week. She returned in the middle of the night 7/4/21 " additional info. Received 07/19/2021: "we change her huber needle to her dual port and draw labs weekly. She administers her own medications/tpn at home."